Manufacturer narrative:
Six unused samples were returned to the MFR from the customer's stock. A pull test was conducted per procedure and it was determined that five of the six samples did not meet specs.

Event description:
It was reported that the high capacity shower nozzle of the pulsavac shower spray tip fell off. The tip was recovered out of the incision. No further injury or adverse consequences were reported as a result of the incident.